Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set's cannula was bent. Insulin pump alarmed a no delivery alarm during prime. During troubleshooting, customer mentioned that the customer was hospitalized due to high blood glucose. Customer's blood glucose was 580 mg/dl. Customer was wearing the device at time of hospitalization. After troubleshooting, customer was advised to change the entire infusion set. Customer will not be returning the device for analysis.